Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2021-00605. It was reported that patient lost therapy due to lead migration. As a result, surgery intervention occurred wherein the leads were explanted and replaced.